Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 1 of 2 it was reported while using bd difco¿ salmonella h antiserum single factor 5, there was a false positive agglutination reaction in two kits. No patient impact reported.

Event description:
Report 1 of 2 it was reported while using bd difco¿ salmonella h antiserum single factor 5, there was a false positive agglutination reaction in two kits. No patient impact reported.

Manufacturer narrative:
Investigation summary - no returns were received to investigate this complaint. The investigation began with understanding the entry description provided to the customer intake representative. From the hazard described to customer service, the customer received a false positive reaction with monophasic strains of salmonella typimurium. To investigate the complaint on catalog 224751, lot 4011976 the retained sample of the complaint lot was tested according to the products instructions for use. The antiserum was rehydrated and tested with two heterologous test panels at the routine test dilution of 1:500. No cross reactions were observed with strains typhimurium factor I and rubislaw factor r at 1:500 dilution. Based on the testing performed, the complaint was not confirmed. To further investigate, the batch history record for the complaint lot was reviewed and found to be satisfactory. Previous complaints received on the product line were reviewed covering a three-year period. During the review period no other complaints were received, on the complaints catalog or lot number; bd will continue to monitor trends. No corrective action is needed at this time.